Event description:
It was reported that the wire was stuck in the burr catheter. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotablator rotalink plus and a rota floppy wire were selected for use. During the procedure, it was noted that the rota floppy wire could not move and got stuck in the burr catheter. After that, the device were completely removed and the procedure was completed with the same burr. There were no complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. The rotawire used in the procedure was returned for analysis and used in functional testing. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire. In order to determine the functionality of the rotablator device, additional testing was performed using a test rotawire. The test rotawire was able to be inserted and removed from the returned rotablator device with no resistance or issues.

Event description:
It was reported that the wire was stuck in the burr catheter. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotablator rotalink plus and a rota floppy wire were selected for use. During the procedure, it was noted that the rota floppy wire could not move and got stuck in the burr catheter. After that, the device were completely removed and the procedure was completed with the same burr. There were no complications reported. It was further reported that the wire got stuck in the sheath of the rotalink burr. However, since there was no visual issue noted on the wire, the same wire was used to complete the procedure. Hence, the burr and the wire were not intact when removed.